Event description:
Limited information was reported through a legal event that a patient was implanted with strattice on (B)(6) 2014. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Manufacturer narrative:
This legal event is being reported as serious injury due to the reported recurrence with surgical intervention. The lot associated with this event was not reported and remains unknown; therefore a review into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Manufacturer narrative:
A review of the device history record for strattice lot s11282-140 has been initiated. If any new, changed or corrected information is noted, a supplemental report will be submitted. These are known potential adverse events addressed in the product labeling. A relationship between the strattice and these event could not be conclusively determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
Limited information was reported through a legal event that a patient was implanted with strattice on (B)(6) 2014. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision. On 13/nov/2023, pmqa received notification from legal that the plaintiff profile form was received associated with this event. As per the ppf form, the patient underwent a ¿recurrent ventral incisional hernia¿ repair and was implanted with strattice device on (B)(6)2014. The patient underwent a "diagnostic laparoscopy with laparoscopic lysis of adhesions, excision of intraabdominal foreign material and laparoscopic ventral hernia repair¿ on (B)(6)2014. As per the ppf form, the patient claims the implantation and failure of the mesh caused ¿adhesions, pain, recurrence and intervention surgery¿. The form lists the conditions that were treated were ¿adhesions, pain, recurrence and intervention surgery¿ with approximate dates of treatment as (B)(6)2014. The ppf form also indicates the patient was implanted with a non-abbvie device, "covidien/medtronic parietex¿ during the (B)(6) 2014 procedure. In addition, the form indicates patient sought treatment for ¿prolapsed bladder pessary¿ on or around (B)(6)2021 and for ¿infections from pessary¿ on or around (B)(6)2021.